Event description:
Dexcom has falsely claimed that their g7 continuous glucose monitors will last 10 days after insertion with accurate readings through the whole period. I have been a type 1 diabetic for 11 years and have been on a cgm for at least 6 of those years. I have been using the g7 for the past year. Over the course of this year, I have almost constantly worn a g7 sensor and in that same period of time have had about ~17% of them successfully make it to the full 10 days. Approximately 83% of my devices have failed early or started to report severely inaccurate (as confirmed by a finger-stick glucose monitor) and/or inconsistent readings.